Manufacturer narrative:
Sections with additional information as of 21-apr-2025: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and defect found on returned test strips: high blood readings. No defect found on returned meter. Root cause: rc-003: other root cause: there was not enough information to determine the root cause.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: (B)(6): user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 25-feb-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. Complaint was initially reported via e-mail and customer was contacted by telephone. The customer is concerned with test results from results obtained of 210, 129 and 159 mg/dl. Customer also stated the results from the true metrix meter were higher compared to another device; actual meter to meter comparison results were not provided. The customer¿s expected am fasting blood glucose test result range is 97-107 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 11/22/2025 and open vial date is 1-2 months prior to call. The meter memory was reviewed for previous test result history (only 3 results provided): result 1: 210 mg/dl date: (B)(6) time: 8:33 am fasting. Result 2: 129 mg/dl date: (B)(6) time: 900 am fasting. Result 3: 159 mg/dl date: (B)(6) time: 2:46 pm fasting.